Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product. The suture and anchors were not returned. The needle overmold assembly was severely bent. The depth limiter button was not in the default position. The actuator tip's position could not be determined because of the severely bent overmold assembly. A functional evaluation was conducted. The actuator tip felt detached from the deployment slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the enclosed image shows part of a fast fix device. The suture and anchors are detached from the device. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360, after t1 was implanted, t2 was deployed simultaneously. The t1 was removed from the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
(B)(4).